Event description:
A pt was experiencing pain during and following an essure micro-insert implantation procedure performed in 2009. The following month, the pt went to a hosp due to severe pain. The actual date of the onset of severe pain is unk. An x-ray showed one of the micro-inserts had perforated the fallopian tube and small bowel. A general surgeon was called in to repair the bowel. Several attempts have been made to contact the physician in order to gather add'l info regarding this report. All attempts have been unsuccessful.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.